Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to loss of capture as the lead was perforated. Also, the patient experienced pain and discomfort. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field f10 patient codes and h6 patient codes. Upon receipt at our post market quality assurance laboratory, this lead was forwarded to detailed analysis for further investigation. It was revealed that the confirmations were not confirmed basing on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to loss of capture as the lead was perforated. Also, the patient experienced pain and discomfort. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to field f10 patient codes and h6 patient codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to loss of capture as the lead was perforated. Also, the patient experienced pain and discomfort. This rv lead was replaced. No additional adverse patient effects were reported.